Event description:
In 2007, I went to a medispa owned by a dr, to have laser hair removal performed using a lumenis light shear laser on my legs-. It was my fifth treatment for my legs and I was treated by one of her staff members. The medispa website claims their hair removal is done using "the safest state of the art laser technology administered by specially trained medical staff, we can remove hair from your body from virtually any part of your body, with little or no discomfort." When the treatment began, it was much more painful than it had been in the past. I explained this to staff, and she told me not to worry because I was getting great results. She continued with the very painful treatment. I had an intense burning sensation all over my upper and lower legs. She did not properly cool my legs during treatment. Typically she covers my legs in cold, wet gauze pads this time she was rotating the 3 or 4 gauze pads she had, leaving my legs to burn even more. When I explained how bad my legs were burning, she took 2 dirty, gel covered, used washcloths dipped them in the cold water and placed them on my legs. I was mortified that she used dirty washcloths instead of going to the supply closet to get more clean gauze, but my legs were severely burning and it felt good to have them cooled with anything. I told her, my legs were burning up, she then applied an oily spray and also a cream on my legs and told me to go home and take a cold bath. As I left the spa, I expressed my concern about my burning legs again to her. I told her how my legs hurt so bad, I could barely walk. I asked if I could take a cold bath at the spa. They told me they only had a steam shower. When I got home, my legs began blistering and getting increasingly more painful. I called the spa and was told not to worry, take motrin for the pain, keep my legs moisturized and this would all be gone in two weeks. I went to my primary doctor the next day, and to my dermatologist 4 days later and was told by both doctors that I had first and second degree burns all over my upper and lower legs. I was told by the spa this was a "safe and virtually painless" way of permanently removing hair. The staff negligently used the laser, severely burned my legs, incorrectly cooled my legs, used moisturizer and oil on severely burned legs which contradicts the method used for first aid for burns. Most importantly, I was never informed that this laser could cause second degree burns and permanent scarring on my legs. Also, leading to my deception was this info taken directly from the medispa reflections website: "trust the medispa team of physicians, physician assistants, nurses and aestheticians to help you make permanent changes in the way you look and feel. Whether you want to erase wrinkles, remove unsightly scarring and spider veins or take away hair permanently, our specially trained staff combines their expertise with the safest and most advanced technology for results you won't find anywhere else." I did trust the physicians, pa's and nurses as they stated on their website and I was severely burned and incorrectly treated for the burns. They should never be allowed to use the laser again.